Event description:
Treatment of a patient with the 3100a was temporarily stopped for auscultation, but the users reported not able to restart the oscillator. The patient was placed on another 3100a without compromise.